Event description:
It was reported that the micro sagittal saw leaked an oil-like substance during an orthopedic procedure. The procedure was completed successfully using an osteome and a mallet due to a back-up not being available. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.